Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector did not function. The harvester tried exchanging bovie units, then exchanged cords, and then exchanged bisectors by opening a new kit. No pt injury occurred. The product is returning.